Event description:
(B)(4). Same patient as 2134265-2011-04241. It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. The patient had a positive stress test and shortness of breath so underwent the index procedure. The lesion being treated was located in the proximal and mid right coronary artery (rca). The physician implanted a 3.50x28mm and a 3.50x38mm taxus liberte stents. Residual stenosis, in both lesions, was 0% with timi iii flow. The patient received clopidogrel and aspirin. The patient was discharged the next day. In (B)(6) 2011, the patient was hospitalized for a positive stress test that was considered severe in intensity. The patient underwent catheterization which revealed proximal rca in stent restenosis 20% lesion and distal rca in stent restenosis 90% lesion. The patient underwent pci to the rca proximal and distal locations. The intervention was successful and the patient tolerated the procedure well.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011, angiography showed the restenosis to be a stent thrombosis.